Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the cgm was displaying 85 mg/dl and the home care facility that the patient was at gave the patient a cinnamon cracker with peanut butter and a glucagon shot based on the cgm reading. Prior to this day, the patient's son mentioned the patient's bg readings were high (unknown if this was the cgm reading or manual bg reading). A bg test was taken on (B)(6) 2025 when the cgm was 85 mg/dl and it was 450 mg/dl. An ambulance was called and the patient was taken to the hospital where they were in the intensive care unit for 2 and a half days. They were treated with IV insulin and moved to a regular room for 3 days. At the time of the report, the patient was feeling all right. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was first given food and no bg was taken. The reported glucose values fall within the d zone of the parkes error grid prior to being taken to the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.